Event description:
It was reported that multiple intermittent occlusion alarms occurred leading to blood glucose levels exceeding the normal range with one instance showing a "high" value on the cgm. To address the high bg level, the customer administered a correction injection via mdi. Reportedly, the customer changed the infusion set and cartridge, and resumed insulin therapy.